Event description:
Related to MFR report: 2183959-2012-01564. It was reported by the plaintiff's attorney that the plaintiff was implanted with an ams miniarc sling device "on or about (B)(6) 2010." The plaintiff's attorney alleged in (B)(6) 2010, plaintiff began to experience complications related to her pelvic mesh product and sought medical attention. The plaintiff underwent an add'l surgery to remove the mesh. The plaintiff's attorney also alleged the plaintiff suffered severe mental and physical pain and suffering, serious bodily injury, extreme pain, erosion of her internal bodily tissue, add'l surgeries, continual bladder and urethral infections and other injuries as well as other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.